Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead displayed high impedance, intermittent t-wave oversensing (twos), and low r-waves. Repositioning was attempted multiple times and the lead helix began to have difficulty retracting and extending. The lead was extracted and an alternate lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that since the helix is bent, accurate measurement is not possible. If information is provided in the future, a supplemental report will be issued.